Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that, during reprocessing, the gastrointestinal videoscope tested positive for 120 colony forming units (cfus) of citrobacter koseri k. Pneumoniae in the suction tube and 110 cfu of citrobacter koseri k. Pneumoniae in the operating channel. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.